Event description:
Additional information was received that an x-ray was performed, however, was inconclusive. The noise was able to be recreated with patient isometrics. A lead revision was planned for a date in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient cancelled the revision appointment and is further considering their options.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
--

Event description:
Additional information was received that an invasive procedure was performed. The rv lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.